Event description:
Customer alleged after having used for a month, a strange noise was heard in the rear wheels then the chair was moved to only one side. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtqs, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; after one month the chair began making a strange noise coming from the rear wheel. The chair could move to only one side . The dealer went to the user's home for evaluation: found that the strange noise was coming from the right motor gearbox. The issue was resolved by the dealer replacing the right motor gearbox; reference (B)(4).